Manufacturer narrative:
.

Event description:
On (B)(6) 2012, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient or the reporter for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's reporter, reported the alleged issue began on an unspecified date/time prior to contacting lfs. The reporter was unable to specify what diabetes medications or what action, if any, the patient took at the time the alleged issue began. At an unspecified date/time, the reporter indicated the patient became stressed and developed symptoms of high blood sugar after the alleged issue began; however the reporter was unable to indicate what kind of treatment, if any, the patient received as result of the patient's symptoms. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter and required no battery replacements; however, the reporter refused to provide whether the power button or test strip insertion powered the meter on and to go through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the reporter claims the patient was unable to test his/her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious after the alleged meter issue began.